Event description:
This report summarizes 21 malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact. 1 event had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 15 devices were received. 2 devices were not available for evaluation. 4 device investigation types have not yet been determined. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11. 21 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 22 reported events are included in this follow-up record. Product return status 19 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 22 malfunction events in which the device reportedly overheated. - 16 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events had patient involvement; no patient impact. - 1 event had insufficient information regarding health impact received. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h6, h11. 21 previously reported events are included in this follow-up record. Product return status: 18 devices were received. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Event description:
This report summarizes 21 malfunction events in which the device reportedly overheated. 15 events had no patient involvement; no patient impact. 4 events had patient involvement; no patient impact. 1 event had insufficient information received. 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h1, h6, h11 22 events were previously reported during the reporting quarter; however, - 1 event was reported in error. - 21 previously reported events are included in this follow-up record. Product return status 18 devices were received. 3 devices were not available for evaluation.

Event description:
This report summarizes 21 malfunction events in which the device reportedly overheated. - 15 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 4 events had patient involvement; no patient impact. - 1 event had insufficient information regarding health impact received. - 1 event which had a mild injury, illness or impairment which can be treated with minimal or no intervention.